Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the patient reached a low blood glucose level of 48 mg/dl. Patient was treated with peanut butter and crackers. Troubleshooting did not occur. Patient was in automode at the time of incident. Product will not return for analysis.